Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that the display device showed a transmitter failed error on (B)(6) 2018. No additional patient or event information is available. No product or data was provided for evaluation. The complaint confirmation of a transmitter failed error could not be determined. A root cause could not be determined.

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and the test failed. No log data available for review. The reported event of transmitter failed error was undetermined. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
This supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which waspreviously submitted as follow-up #02.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction g7: type of report h2 type of follow up - correction this supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up #02 on fri apr 13 14:14:57 edt 2018 with MFR# 3004753838-2018-22971. The ack3 was received on fri apr 13 14:14:57 edt 2018 with coreid: (B)(4).